Event description:
It was reported that a stage 1 revision was performed on the patient's left hip due to infection. All implants were removed and a spacer was placed. Rep provided usage sheets from the primary and prior revision. Rep confirmed that explant pictures can be provided and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: size 3 accolade ii 127 deg; cat # 6721-0330; lot # 69433801. Tridentii tritanium multi 52e; cat # 709-04-52e; lot # 72998801a. Delta uni femoral head 16/18 r36 16/18; cat # 6519-1-036; lot # 75269203. Uni adaptor sleeve v40 ti; cat # 6519-t-100; lot # 57060702. 6.5mm low profile hex screw 25mm; cat # 7030-6525; lot # 3xgd. 6.5mm low profile hex screw 25mm; cat # 7030-6525; lot # 432a. 6.5mm low profile hex screw 15mm; cat # 7030-6515; lot # 4lcd. 6.5mm low profile hex screw 25mm; cat # 7030-6525; lot # 3jl. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage 1 revision was performed on the patient's left hip due to infection. All implants were removed and a spacer was placed. Rep provided usage sheets from the primary and prior revision. Rep confirmed that explant pictures can be provided and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection: the device was not returned however photographs were provided for review. Visual inspection of the provided photographs indicated that the devices were recently explanted. Blood and biological tissue is visible on the device surfaces. There is nothing further to note. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant -device history review: a review of the device history records indicates devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: no other similar events were reported for the lot and sterile lot referenced. Conclusion: it was reported a stage 1 revision was performed on the patient due to infection. The device was not returned however photographs were provided for review. Visual inspection of the provided photographs indicated that the devices were recently explanted. Blood and biological tissue is visible on the device surfaces. There is nothing further to note. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Additional information including pathology reports, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.